Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), fatigue ("fatigue"), back pain ("severe back pain"), menorrhagia ("excessive menstrual cycles and abnormal symptoms") and allergy to metals ("nickel allergy"). The patient was treated with surgery (bilateral salpingectomies to remove the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, migraine, fatigue, back pain, menorrhagia and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, fatigue, menorrhagia and migraine to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), uterine perforation ("perforation (uterus)"), abdominal pain ("severe abdominal pain"), abortion spontaneous ("pregnancy (stillbirth or miscarriage"), pregnancy with contraceptive device ("pregnancy with iud (miscarriage)"), kidney infection ("infection (bladder urinary tract/vaginal) :kidneys infection"), autoimmune disorder ("autoimmune disorder type of disorder: autoimmune-type reaction,") and genital haemorrhage ("heavy bleeding") in a 27-year-old female patient (gravida 8, para 2) who had essure (batch no. 628052) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 2, chromosome abnormality, left lower quadrant pain, miscarriage ((B)(6) 2009, (B)(6) 2010, (B)(6) 2013, (B)(6) 2014 one miscarriage pre-essure) and pyelonephritis. Concurrent conditions included anxiety, panic disorder, agoraphobia, post-traumatic stress disorder, yeast infection, dysuria, flank pain, micturition urgency, urinary frequency, vaginal pain, irregular periods, hematuria, urinary hesitation, dizziness, genital bleeding, neck pain, neck strain, difficulty breathing, palpitations, weakness, blood pressure increased, shakiness, hypomagnesaemia, genital pain female, fever, general body pain, chest pain, leg pain, joint swelling, joint pain, polyuria, ovarian cyst, drug hypersensitivity, myofascial pain syndrome, gerd, bloating, hypertonicity, diarrhea and hives. Concomitant products included amfetamine sulfate (amphetamine salts), cefalexin (cephalexin), cyclobenzaprine hydrochloride (flexeril), dexamfetamine (dextroamphetamine), diclofenac, hydroxyzine, levofloxacin (levaquin), lorazepam, medroxyprogesterone acetate (depo-provera), naproxen, nicotine polacrilex, nsaid's, oxycocet (percocet), oxycodone, sertraline and vicodin. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), pelvic pain ("pain") and vaginal discharge ("vaginal discharge"). In (B)(6) 2009, the patient experienced menorrhagia ("excessive menstrual cycles and abnorrnal symptoms/abnormal bleeding ( menorrhagia),"), allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea (cramping)") and vomiting ("gastrointestinal or digestive system condition type:vomiting"). In (B)(6) 2009, the patient experienced depression ("hormonal changes describe:depression,psychological or psychiatric problems-depression") and depressed mood ("hormonal changes describe:sadness"). In (B)(6) 2009, the patient experienced cystitis ("infection (bladder urinary tract/vaginal) :bladder infection"), urinary tract infection ("infection (bladder urinary tract/vaginal) :urinary tract infection") and kidney infection (seriousness criterion medically significant). In (B)(6) 2009, the patient experienced fatigue ("fatigue"), alopecia ("allergic or hypersensitivity reaction type:hair loss"), rash ("allergic or hypersensitivity reaction type/rashes or skin conditions:rashes"), autoimmune disorder (seriousness criterion medically significant) and blister ("rashes or skin conditions:blisters"). On (B)(6) 2010, 10 months 31 days after insertion of essure, the patient experienced bladder disorder ("bladder or urinary problems or changes:bladder problem") and urinary tract disorder ("bladder or urinary problems or changes:urinary problems"). In (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced abortion spontaneous (seriousness criterion medically significant) and pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), abdominal pain lower ("lower abdominal pain") and genital haemorrhage (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy -full with bilateral salpingectomy ¿ laparoscopic).essure was removed on (B)(6) 2016. At the time of the report, the device breakage, uterine perforation, abdominal pain, abortion spontaneous, pregnancy with contraceptive device, back pain, menorrhagia, allergy to metals, depression, depressed mood, vaginal haemorrhage, cystitis, urinary tract infection, kidney infection, female sexual dysfunction, blister, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, vaginal discharge, abdominal pain lower and genital haemorrhage outcome was unknown, the migraine, fatigue, headache, nausea, pelvic pain and vomiting had resolved and the alopecia, rash and autoimmune disorder was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, allergy to metals, alopecia, autoimmune disorder, back pain, bladder disorder, blister, cystitis, depressed mood, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, kidney infection, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, rash, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and vomiting to be related to essure. The reporter commented: left-6 coils right-1 or 2 coils plaintiff claimed 4 miscarriages during essure device hence 4 other pregnancy cases has been linked to this original case, (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion . Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: abdominal pain, depression, urinary tract infection, pelvic pain, vaginal discharge, back pain, vaginal haemorrhage, menorrhagia, urinary tract infection, cystitis, dyspareunia, nausea, kidney infections, vomiting, dysmenorrhea, allergy to metals, alopecia, headaches, autoimmune disorder. Most recent follow-up information incorporated above includes: on 16-oct-2018: pfs+mr received- new event pregnancy with iud (miscarriage), pregnancy (stillbirth or miscarriage, device ineffective , abnormal bleeding (vaginal), depression, sadness, hair loss, rashes, bladder infection, urinary tract infection, kidney infection, apareunia (inability to have sexual intercourse), autoimmune disorder type of disorder: autoimmune-type reaction, blisters, bladder problem, urinary problems, migraines , headaches, nausea, dyspareunia (painful sexual intercourse), device breakage, dysmenorrhea (cramping), pain, vaginal discharge, vomiting, perforation (uterus) were added. Outcome of fatigue, migraine updated to recovering / resolving. Lot number, new reporter, patient information, concomitant medication, lab data, historical and concomitant condition were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), uterine perforation ("perforation (uterus)"), abdominal pain ("severe abdominal pain"), abortion spontaneous ("pregnancy (stillbirth or miscarriage"), pregnancy with contraceptive device ("pregnancy with iud (miscarriage)"), kidney infection ("infection (bladder urinary tract/vaginal) :kidneys infection"), autoimmune disorder ("autoimmune disorder type of disorder: autoimmune-type reaction,") and genital haemorrhage ("heavy bleeding") in a 27-year-old female patient (gravida 8, para 2) who had essure (batch no. 628052) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 2, chromosome abnormality, left lower quadrant pain, miscarriage ((B)(6) 2009, (B)(6) 2010, (B)(6) 2013, (B)(6) 2014 one miscarriage pre-essure) and pyelonephritis. Concurrent conditions included anxiety, panic disorder, agoraphobia, post-traumatic stress disorder, yeast infection, dysuria, flank pain, micturition urgency, urinary frequency, vaginal pain, irregular periods, hematuria, urinary hesitation, dizziness, genital bleeding, neck pain, neck strain, difficulty breathing, palpitations, weakness, blood pressure increased, shakiness, hypomagnesaemia, genital pain female, fever, general body pain, chest pain, leg pain, joint swelling, joint pain, polyuria, ovarian cyst, drug hypersensitivity, myofascial pain syndrome, gerd, bloating, hypertonicity, diarrhea and hives. Concomitant products included amfetamine sulfate (amphetamine salts), cefalexin (cephalexin), cyclobenzaprine hydrochloride (flexeril), dexamfetamine (dextroamphetamine), diclofenac, hydroxyzine, levofloxacin (levaquin), lorazepam, medroxyprogesterone acetate (depo-provera), naproxen, nicotine polacrilex, nsaid's, oxycocet (percocet), oxycodone, sertraline and vicodin. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), pelvic pain ("pain") and vaginal discharge ("vaginal discharge"). In (B)(6) 2009, the patient experienced menorrhagia ("excessive menstrual cycles and abnormal symptoms/abnormal bleeding ( menorrhagia),"), allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea (cramping)") and vomiting ("gastrointestinal or digestive system condition type:vomiting"). In (B)(6) 2009, the patient experienced depression ("hormonal changes describe:depression,psychological or psychiatric problems-depression") and depressed mood ("hormonal changes describe:sadness"). In (B)(6) 2009, the patient experienced cystitis ("infection (bladder urinary tract/vaginal) :bladder infection"), urinary tract infection ("infection (bladder urinary tract/vaginal) :urinary tract infection") and kidney infection (seriousness criterion medically significant). In (B)(6) 2009, the patient experienced fatigue ("fatigue"), alopecia ("allergic or hypersensitivity reaction type:hair loss"), dermatitis allergic ("allergic or hypersensitivity reaction type/rashes or skin conditions:rashes"), autoimmune disorder (seriousness criterion medically significant) and blister ("rashes or skin conditions:blisters"). On (B)(6) 2010, 10 months 31 days after insertion of essure, the patient experienced bladder disorder ("bladder or urinary problems or changes:bladder problem") and urinary tract disorder ("bladder or urinary problems or changes:urinary problems"). In (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced abortion spontaneous (seriousness criterion medically significant) and pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), abdominal pain lower ("lower abdominal pain") and genital haemorrhage (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy -full with bilateral salpingectomy ¿ laparoscopic), surgery (hysterectomy -full with bilateral salpingectomy ¿ laparoscopic) and surgery (hysterectomy -full with bilateral salpingectomy ¿ laparoscopic). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, uterine perforation, abdominal pain, abortion spontaneous, pregnancy with contraceptive device, back pain, menorrhagia, allergy to metals, depression, depressed mood, vaginal haemorrhage, cystitis, urinary tract infection, kidney infection, female sexual dysfunction, blister, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, vaginal discharge, abdominal pain lower and genital haemorrhage outcome was unknown, the migraine, fatigue, headache, nausea, pelvic pain and vomiting had resolved and the alopecia, dermatitis allergic and autoimmune disorder was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, allergy to metals, alopecia, autoimmune disorder, back pain, bladder disorder, blister, cystitis, depressed mood, depression, dermatitis allergic, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, kidney infection, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and vomiting to be related to essure. The reporter commented: left-6 coils right-1 or 2 coils plaintiff claimed 4 miscarriages during essure device hence 4 other pregnancy cases has been linked to this original case, (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: abdominal pain, depression, urinary tract infection, pelvic pain, vaginal discharge, back pain, vaginal haemorrhage, menorrhagia, urinary tract infection, cystitis, dyspareunia, nausea, kidney infections, vomiting, dysmenorrhea, allergy to metals, alopecia, headaches, autoimmune disorder quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2018: quality safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.